Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.70 ozf-in). Performed leak test and no priming anomaly was noted. No leaks were noted outside fluid pathway. Inpen passed front cap investigation. Inpen failed dialing alignment using dose knob zero alignment gage. The zero-tick mark does not align in the gage window when dialed to 16u. During testing, it was noted tick marks did not align in the gage window when dialing to desirable dosages. In conclusion: inpen received working as designed. No malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. However, misalignment of the dial was noted during testing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the inpen was not delivering enough insulin, resulting in high blood glucose of 300 mg/dl lasting for more than 4 hours, despite attempted doses. The customer's blood glucose value at the time of the event was 300 mg/dl. The customer was treated for hyperglycemia using the inpen. The event involved product mmt-105nnblna. Troubleshooting was performed: the insulin cartridge and needle were checked for leaks and clogs, priming was attempted multiple times with no insulin exiting, and the customer was advised to discontinue use, return the inpen for replacement, and revert to a backup plan per healthcare provider instruction. No further patient complications were reported. Mmt-105nnblna was requested, and the customer's response was that the device will be returned.